Event description:
Case reference number (B)(4) is a spontaneous case report sent by a treating physician via health authorities which refers to a female aged (B)(6). No information on medical history, concomitant medication or allergies. Patient previously treated on upper lip (vermillion border) and on nasolabial folders without problems. On (B)(6) 2013, patient treated with 1.0 ml restylane on oral commissures (lot number not yet reported). On (B)(6) 2013, patient contacted treating physician due to swelling in treated oral commissures. She was advised to treat with ice and contact the physician again if not improved. On the same day, she was advised to treat with ice and contact the physician again if not improved. On (B)(6) 2013, patient contacted by physician. Patient came to see the physician and she had swelling and redness on the whole treated area. Prednisolone 30 mg was given to patient. After some hour patient felt that swelling was returning. On (B)(6) 2013 still red and swollen and now also warm on the treated area. Apocillin 660 mg started (1 tbl on the morning, "t" tbl mid day and 2 at night). The reaction was deemed serious by the reporter because it required intervention, required hospitalization. On (B)(6) 2013, patient contacted couple of times and she is slightly recovered and less pain. Patient travels for a summer holiday. On (B)(6) 2013, another physician called to the reporting physician from patient phone and thinks that she has an infection in oral commissures due to wrong injection technique with restylane. He wants to operate the patient. Second opinion says that patient may have (B)(6) infection, and advices not to operate and that she should be prescribed medication instead. On (B)(6) 2013, follow up information that patient still in hospital and is operated (B)(6) 2013. Pus was removed and the drainage added. Antibiotics i.v. Given to patient. On (B)(6) 2013, follow up information received from the patient; she is recovering. Patient is asked to send a copy of the hospital chart and lab results. Not yet received by (B)(6) 2013. The outcome for: redness on oral commissures [implant site erythema] is recovering / resolving. Warmth on oral commissures [implant site warmth] is recovering / resolving. Swelling on oral commissures [implant site swelling] is recovering / resolving. Infection in oral commissures (pus drained) [implant site infection] is recovering / resolving. The reporter's causality for the case is possible. The company's causality for the case is possible. The injection procedure per se may have contributed to the event.

Manufacturer narrative:
Lot number of the product is not yet reported. Additional information is requested. Add'l PMA# p040024.